Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by urethral atrophy. It was believed that the original cuff was not the best fit for the patient. All components were removed and replaced. It was said that the patient fully recovered.